Event description:
It was reported that the patient was presented in clinic with non-sustained right ventricular oversensing (nsrvo) episodes on their implantable cardioverter defibrillator (ICD). It was noted that the cause of the nsrvo alerts was post paced t wave oversensing. Programming changes were made. The patient was in stable condition.